Event description:
It was reported that, "alumina insert used with a tritanium primary cup. Not yet approved for use with the primary cup, only the revision, so off label use."

Manufacturer narrative:
Investigation in progress. No additional info available at this time.